Manufacturer narrative:
The pod involved was not returned for evaluation. We are unable to confirm any product malfunction that may have contributed to the customer's high bg levels. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to high bg levels. The user guide also suggests that the patient always carry extra supplies in case of an emergency. The customer immediately removed the pod upon experiencing a high bg reading and sought medical attention. Without the pod returned for evaluation, we are unable to determine whether the pod was a contributing factor to the customer's high bg readings.

Event description:
The customer reported that her pod site was bleeding and that blood was in the cannula. Within two hours of activating this pod, her bg levels were "as high as 253 mg/dl" and she immediately deactivated the pod. Four hours after the high bg level was experienced, she went to the emergency room and was placed on an insulin drip; her bg levels successfully "came down." The pod will be returned for evaluation.